Event description:
It was reported via a trial that there was difficulty advancing the emboshield nav 6 recovery catheter device through the xact stent. The open filter was withdrawn through the stent into the recovery catheter and the filter was removed from the anatomy. There was no adverse patient effect. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal. The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Difficulty retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the recovery catheter is due to interaction with the newly placed stent. As it was reported the filtration element was withdrawn through the stent into the recovery catheter. It should be noted that the emboshield nav 6 instruction for use (IFU) states: if the filtration element moves into the stented segment prior to retrieval; do not retrieve within the stent. Advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of vessel. Retrieval can then proceed. In this case, pulling the filtration element through the stented segment does not appear to have contributed to the difficulty advancing the retrieval catheter through the stent. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. The lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.